Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem with evidence of boney ingrowth on the coated section and a severally worn or "pencilled" tapered region dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: a review of the provided medical records and x-rays by a clinical consultant indicated event date: (B)(6) 2020 (opened (B)(6) 2020): event description: it was reported that the patient¿s right hip was revised due to trunnion wear and metallosis. An accolade tmzf stem and lfit v40 femoral head were revised to competitor devices. Rep confirmed that the device pictures can be provided and that no further information will be released by the hospital or surgeon. Implants involved: v40 cocr lfit head 36mm/+5, accolade tmzf hip stem #1. Anatomic site: right hip. Materials reviewed: (B)(6) 2020: stryker pi report. (B)(6) 2020: email with brief report outlining head dissociation. (B)(6) 2010: implant sheet: trident hemispheric shell 54-e, accolade v40 tmzf stem #1 1320, 36mm +5mm v40 lfit anatomic head, 36mm e trident x3 polyethylene 100. (B)(6) 2020: operative note. Revision tha with debridement of metallosis. Preoperative hip instability with dissociation of the femoral stem and the head. Postoperative severe trunnionosis and advanced metallosis. Revised stem to depuy, new liner. Head was dissociated from the stem and the trunnion was penciled and wearing into the poly. The cup itself was ok. Black tissue noted. Osteotomes to remove stem. New liner and new stem placed. (B)(6) 2020: ap right hip x-ray. Head dissociated from stem and trunnion worn. Ho present. Implants look otherwise stable. Confirmation: the event a revision for trunnionosis and head dissociation was confirmed. Root cause: the root cause was likely an lfit head-tmzf trunnion issue. Additional information such as examination of the implants, lot numbers and additional medical records would be required for determination. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA . The event is confirmed based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear and metallosis. An accolade tmzf stem and lfit v40 femoral head were revised to competitor devices. Rep confirmed that device pictures can be provided, and that no further information will be released by the hospital or surgeon. Update: head disassociation.

Manufacturer narrative:
Reported event an event regarding disassociation involving an unknown stem was reported. The event was confirmed by medical review. Method & results - product evaluation and results: visual inspection the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem with evidence of boney ingrowth on the coated section and a severally worn or "penciled" tapered region dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: (B)(6) 2020: x-ray ap hip right failed head/neck undated: photo of retrieved accolade tmzf stem confirmation: the event was confirmed. There was dissociation of the v40 head from the tmzf stem with severe trunnion wear. Root cause: the root cause was likely associated with the lfit recall. Obtaining the implants or the lot numbers may confirm the finding. Obtaining the medical records or operative notes may add information to the analysis. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear and metallosis. An accolade tmzf stem and lfit v40 femoral head were revised to competitor devices. Rep confirmed that device pictures can be provided, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear and metallosis. An accolade tmzf stem and lfit v40 femoral head were revised to competitor devices. Rep confirmed that device pictures can be provided, and that no further information will be released by the hospital or surgeon.